Manufacturer narrative:
Patient weight unavailable.

Event description:
Lead extraction procedure for a non-functional lead. During extraction attempt of the rv lead using a 16f glidelight device, a large svc tear was identified. Rescue efforts commenced immediately, including sternotomy and bypass. An innominate tear was identified as well; repairs were completed and patient survived the procedure.